Manufacturer narrative:
The investigation is ongoing; a supplement report will be submitted upon completion.

Event description:
The customer reported an unknown number of false positive results with the determine hiv-1/2 ag/ab combo test on an unknown date. Although requested, no additional information was reported.